Event description:
A consumer reported that since bilateral intraocular lens (iol) implants approximately two years ago, she has experienced red, dry eyes and has taken various medications to relieve these symptoms. She stated that these medications have not helped alleviate her symptoms. She also reported experiencing eye pain, headache, dizziness, hard eye lashes, and drainage from one of the medications she has taken. Additional information has been requested. There are two medical device reports associated with these events. This report is for the first eye.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. The sample was not returned. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on (B)(4) 2011, (B)(4) 2011, and (B)(4) 2011 by phone, fax and mail. A completed questionnaire has not been received. (B)(4). This report was mailed to FDA on: 05/06/2011. (B)(4).